Event description:
A report was received that a patient was hospitalized due to the stimulation causing headaches. Further information is not available. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: ons-2138-70, serial: (B) (4) & (B) (4), description: linear lead (phase iiia), 70cm. Model: ons-3138-55, serial: (B) (4) & (B) (4), description: lead extension, 35cm (phase iii). This is the final report. Product unavailable for analysis.